Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the device was returned. No anomalies were noted to the distal tip or along the length of the catheter. Performance/functional evaluation: the customer's 0.014" guidewire was able to be removed from the catheter with no resistance encountered. The patency of the guidewire lumen was tested by advancing the customer's 0.014" guidewire through the catheter. The guidewire was loaded through the rapid exchange junction and exited the distal tip with no issues. The guidewire was then inserted through the distal tip of the catheter and it exited the rapid exchange junction with no issues. With the guidewire fully inserted, the catheter was able to be advanced and retracted through an in-house 5fr introducer sheath without issue. The patency of the guidewire lumen was then tested by advancing an in-house 0.014" guidewire through the catheter. The guidewire was loaded through the rapid exchange junction and exited the distal tip with no issues. The guidewire was then inserted through the distal tip of the catheter and it exited the rapid exchange junction with no issues. With the guidewire fully inserted, the catheter was able to be advanced and retracted through an in-house 5fr introducer sheath without issue. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is unconfirmed for device-device incompatibility and retraction problems, as the device worked properly under laboratory conditions. The root cause could not be determined based upon available information. It is unknown whether the original introducer sheath and/or procedural issues contributed to the event. Labeling review: the current crosser cto recanalization catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter and the guide wire were retracted together as a single unit with alleged difficulty through the sheath. Reportedly, the procedure was completed with another guide wire and a catheter. There was no reported impact or consequence to the patient.